Manufacturer narrative:
The reported event of an audible alarm failure was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing, the controller internal battery that supplies power for the "no power alarm" was found depleted and with signs of leakage. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Heartware has opened an investigation to evaluate "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
It should be noted, that when the device was returned for evaluation on 02/09/2017, the expiration date of the controller (04/30/2013) was found to be prior to the implant date ((B)(6) 2013). This information was included in the initial reports sent on 02/22/2017, however, this may be a finding significant to the reported event that the controller alarm was very low. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributer that the sound of the controller during the alarm was very low and the patient could not hear it. The site provided log files and video of the controller.  They also indicated that the controller had not been powered up for three years. The physician exchanged the controller without consequence to the patient.  No further information was provided.